Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. (B)(4).

Event description:
A csi orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a heavily calcified, 80% stenosed lesion in the proximal left anterior descending coronary artery (lad). The vessel had a small amount of tortuosity. The oad came too close to the spring tip of the guide wire, and a 25 centimeter fragment of the spring tip fractured. Attempts were made to retrieve the fragment, however, this was unsuccessful. The fragment was stented to the vessel wall and remained in the patient.